Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a MRI of their lower lumbar on the (B)(6) 2023 and they followed all the correct ins MRI processes. Patient said the MRI worked fine but since they got the MRI they noticed their therapy shuts off on its own, and they can't pee. Pt said, it happened 4 times on monday and twice yesterday, this morning it was off at 5am and they turned it back on. Pt said when they turned it back on today, it was on the right program they've been using and they increased until they could feel stim but they stopped feeling it after a half hour. Pt said since the MRI they notice, they can't pee, they have been trying to pee all morning and can't, they called the doctor's office and the doctor's office told them to call [manufacturer] to see if [manufacturer] can walk them through anything. Patient confirmed they have not been exposed to any strong magnetic fields, they do not deliberately turn therapy off and forget to turn it back on. Worked with pt to synch with their ins and therapy was on set where pt had set it earlier today. Reviewed the potential to meet in person with the doctor or the doctor/rep to check and resolve the issues. Redirected to their doctor. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt said they had a mid spine MRI on the 25th and everything was fine after that MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.